Event description:
It was reported that a balloon expandable stent detached from the rest of the device while the delivery system was being repositioned within the pt. The delivery system was removed and a loop snare was advanced and used to withdraw the stent to the tip of the 6f introducer sheath. An attempt to withdraw the stent into the sheath was performed; however, proved unsuccessful. The introducer sheath, loop snare and the exposed stent were then removed simultaneously without further incident. No further treatment was performed. No report of injury to the pt.

Manufacturer narrative:
The lot number for the device has been provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the qc testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a mfg related cause for this event. The sample has been returned for eval. The investigation is currently underway.